Event description:
The customer reported that the system was not saving images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software and configuration files were reloaded onto the system. The system was tested and found to be working as intended and put back into service.